Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has three complaints that are related to the same incident. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Added catalog as character limit: unk_c3 webster quadrapolar with auto ID - fixed. Manufacturer's ref. No: (B)(4).

Event description:
Initially, the hra catheter was reported as an ¿unknown brand hra catheter¿. Therefore, this event was conservatively reported under the thermocool® smart touch¿ bi-directional navigation catheter and webster cs catheter with auto ID technology. However, additional information was received on november 25, 2019 stating that the hra catheter is a biosense webster, inc. Auto ID quad. Therefore, the device was updated from ¿unknown brand hra catheter¿ to a biosense webster, inc. ¿unk_c3 webster quadrapolar with auto ID ¿ fixed¿. It was assessed to also conservatively report this event under the ¿unk_c3 webster quadrapolar with auto ID ¿ fixed¿. It was reported that a (B)(6)-year-old female patient underwent a supraventricular tachycardia ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter, webster cs catheter with auto ID technology, and unk_c3 webster quadrapolar with auto ID ¿ fixed and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, post ablation phase and post use of biosense webster products, a cardiac tamponade was noticed as the patient's blood pressure dropped. The cardiac tamponade was confirmed by echocardiogram. A pericardiocentesis was performed and 1700 cc of fluid was removed. The patient¿s blood pressure became normal after the hra catheter was removed from the heart. The patient was reported to be in stable condition. Extended hospitalization was required because the patient was sent to the operating room. It is unknown if surgical intervention was performed. The physician¿s opinion on the cause of the adverse event may be because of the webster cs catheter with auto ID technology or the awkward placement of the atrial lead which seemed to make catheter maneuverability difficult. No transseptal puncture was performed. Ablation was performed prior to noticing the cardiac tamponade. There was no evidence of a steam pop. Flow setting was 30 ml/min during ablation. Graph, dashboard and visitag visualization features were used. Visitag parameters were range 2 mm, max distance change, 3 second minimum time, force over time 25% over 5 grams, 3 mm tag size and tag index color option.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).